Event description:
The customer stated that the uninterrupted power supply (ups) for the architect c8000 analyzer suddenly stopped working. The next day, the customer attempted to power on the ups and observed fire and smoke coming out of the ups. The ups was removed and the architect c8000 was connected to a different ups. No injury was reported.

Manufacturer narrative:
Review of the safety memo and product evaluation indicates the architect c8000 is certified to the appropriate us, (B)(4), and international safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". There shall be no spread of fire outside the equipment in normal conditions or in single fault condition. Abbott's equipment in most cases provides redundant protection against fire. In addition, the safety standards require double protection against electric shock. Review of quality metrics identified no adverse or non-statistical trends in conjunction with the issue of smoke and fire being emitted from the ups of the c8000. The architect system operations manual was reviewed. The architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. It also includes instructions on an emergency shutdown procedure. Based upon the available information, no product deficiency was identified during this product evaluation.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no consequences or impact to patient) (B)(4) (fire), (B)(4) (smoking).